Event description:
MFR received a report of a power wheelchair running into a table without a user given command. The user allegedly sustained a laceration requiring 50 stitches. Evaluation by the MFR did not reveal any malfunction which would have resulted in the described incident.